Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via telephone call that the blood glucose had been running high. The blood glucose reading was 437 mg/dl. The customer expressed feeling soreness. The customer only treated with the insulin pump but had a back up plan available. The customer reported that the drive support disk was normal and recessed and declined to check for air bubbles, leaks or site issues. The insulin pump settings were correct. The customer reported that the bolus history displayed all entries based on her recollection. The customer was send tubing clamps and was advised to call back when she received them to perform the high pressure test.